Event description:
A customer reported an alarm issue with the adc device, with use with mobile (samsung a70, android os: 11) application. The customer reported that the low glucose alarm failed to sound and they experienced confusion and loss of consciousness. The customer was treated with juice by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The user reported missing high and low glucose alarms with the freestyle libre 2 application. Attempted to replicate the user¿s complaint using a similar configuration and successfully received high and low glucose alarms. The user complaint could not be replicated. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with mobile (samsung a70, android os: 11) application. The customer reported that the low glucose alarm failed to sound and they experienced confusion and loss of consciousness. The customer was treated with juice by third-party. There was no report of death or permanent injury associated with this event.